Manufacturer narrative:
Additional information: h6. H10: a batch review was conducted for both lots m20c10b and m20c30b; there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2020. Lot #: one of the following lot numbers was involved in the event: m20c10b or m20c30b. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap had fallen off. It was further reported that "the cap came loose when being removed from the belt and fell to the floor". The patient used proper connection technique and no difficulty was noted connecting the cap. There was no patient injury or medical intervention associated with this event. No additional information was available.